Event description:
The user facility reported 37yo male was implanted with an impella 5.5 device for mechanical circulatory support it was reported that there were saturated flows and hemolyzed labs during impella support. The pump was not removed and support proceeded until the patient was successfully bridged to an left ventricular assist device. There was no patient harm reported.

Manufacturer narrative:
The investigation into the hemolysis that led to flow saturations has been completed. No product was returned for investigation. The data log shows a motor current spike at the time that the flow becomes saturated indicating that the impeller likely contacted biomaterial. The cause of the saturated flow was most likely biomaterial. The data log also shows many instances of "impella position in aorta" and "impella position unknown" alarms occurring mostly within the second half of the case. The cause of the hemolysis was not determined since product was not returned and there is insufficient clinical information regarding the hemolysis. This report is being filed as part of a retrospective review of historical records.